Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was implanted on an unknown date. According to the complainant, the patient complained of intense abdominal pain and vomiting. Imaging was performed, and it was confirmed that the balloon was hyperinflated. The balloon was removed early, and a new balloon was placed. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a1406 is being used to capture the reportable event of balloon spontaneous inflation. Impact code f2202 is being used to capture the reportable event of endoscopic procedure to remove the balloon early.